Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ias5-120lp 5 mm access port & low-profile obturator device was being used during an unknown procedure on approximately on (B)(6) 2025 when it was reported ¿they were utilizing an airseal 5 port (ias5-120lp) and the outer wall of the cannula of the trocar broke off in the patient.¿. Further assessment questioning found that ¿the surgery was completed, and the piece of trocar was retrieved prior to closing. Yes, the trocar piece was retrieved. There are no details on the specific surgery.¿ the procedure was completed and there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 45 complaints, regarding 46 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs. Take care that the outer wall of the airseal access port is only in contact with tissue and is neither trapped between nor collides with hard surfaces, such as other instruments or bone. Prolonged or sudden contact with hard surfaces can result in damage to or breakage of the access port. Do not use excessive downward force. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ias5-120lp 5 mm access port & low profile obturator device was being used during an unknown procedure on approximately (B)(6) 2025 when it was reported ¿they were utilizing an airseal 5 port (ias5-120lp) and the outer wall of the cannula of the trocar broke off in the patient.¿ further assessment questioning found that ¿the surgery was completed, and the piece of trocar was retrieved prior to closing. Yes, the trocar piece was retrieved. There are no details on the specific surgery.¿ the procedure was completed and there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.